Event description:
Reporter alleged that a neonate received the result of 35 mg/dl on the inform system compared back to back within 10 minutes of a result of 18 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's husband reportedly received the following results on the aviva system within 10 minutes: 367 mg/dl, 199 mg/dl, and 171 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.